Manufacturer narrative:
All the facts/observations show that insertion of the screw with the contact of the locking thread and the plate that high axial forces occurred. These high axial forces lead to the ductile deformation of the first flank of the locking thread. Afterwards no correct locking was possible. By further inserting of the screw with the screwdriver blade was turned conically what leads to the damage of the pin-hole without a final locking of the screw at the plate. Otherwise the hard contact and the friction of the locking thread with the lip of the plate hole caused a strong strain-hardening of the plate material (the hardens of the material increases), so that no correct locking was possible also with the new screw. Indications for material or mfg related failure were not found in the investigation. Based on the statistical eval no indication was found for any device related issue.

Event description:
During smart lock surgery, the locking screw was not able to be locked to the distal screw hole of locking plate. (The screw hole of most distal) thus the surgeon changed the screw to another new screw. However, the locking screw was not able to be locked. Afterwards, the surgeon inserted the screw without locking the screw and the procedure was completed. The surgeon requested the investigation of the event.